Event description:
It was initially reported that there were coupling issues with the patient¿s implantable neurostimulator (ins). It was noted that the patient recharged twice per month and that they could not keep a ¿strong connection¿ and all they had to do was ¿breathe¿ and the connection would be lost. The patient stated that the ins pocket was ¿very loose¿ and that they felt like they were ¿chasing a moving target¿ when recharging. Follow up information received on (B)(6) 2011 reported that the patient had not visited with their physician or the manufacturer¿s representative for the event. It was noted that patient was still having problems with recharging which was stated as ¿very slow¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# unknown, product type recharger; product ID 3487a, lot# j0309435v, implanted: (B)(6) 2003, product type lead; product ID 3487a, lot# j0309430v, implanted: (B)(6) 2003, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).